Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10804. It was reported that a patient experiencing light headedness presented remotely follow-up. Review of the transmission revealed, the right ventricle oversensing episodes, the right ventricular lead exhibited noise with inhibition. Programming changes were made on (B)(6) 2020. The patient was in stable condition. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri (elective replacement indicator) alert or allegation of premature battery depletion, the device was explanted prophylactically on (B)(6) 2020. The patient was stable after the procedure.